Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition on the device. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device¿s main pca was replaced to address the issue. There is no allegation of serious or permanent harm or injury. The device was not in patient use. This issue has been identified under the fsn 2023-cc-src-039.